Event description:
The customer was hospitalized for hypoglycemia. The nurse had called and needed assistance with turning the pump off. It was indicated that the md does not know the cause of the event. In addition, the md stated that the customer might have been out drinking prior to the event. No further details.